Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: the customer informed me that during its last use, the unit alarmed with "low oxygen". During the pm checks, the unit is failing the o2 mixer checks. At 21% o2, it is reading 27. At 61 and 90 it is within specifications.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the customer informed me that during its last use, the unit alarmed with "low oxygen". During the pm checks, the unit is failing the o2 mixer checks. At 21% o2, it is reading 27. At 61 and 90 it is within specifications.